Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the mesh was used. It was reported that during the procedure, the device was defective and couldn't be placed. It was reported that the straps used to position the mesh were defective, when pulled they did not adjust/reposition the mesh. It was also reported that the mesh was removed from the patient and a new mesh was placed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please elaborate, how was the device defective? The straps used to position the mesh were defective, when pulled they did not adjust/reposition the mesh. What were the quality issues associated to the device? The defective straps. Were there any patient consequences? No, the mesh was removed from the patient and a new mesh was placed.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 05/10/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, h3, h6 h3 evaluation: the received device was manipulated, as original packaging and all components were missing. Only the button of positioning loop and the remaining part of the mesh was returned. The remaining part of mesh has a lot of organic matter around. The device could not be tested for the defect "defective device" as the device was implanted and ex-planted. However pictures of the returned sample were taken during product evaluation and it was observed that some stitches were broken on the edge of the mesh. The batch record review had shown that the product was conforming to specifications at release. The returned mesh did not meet the appearance requirements of the manufacturing process. Based in the evaluation, this complaint is not a manufacturing issue. Events of this type are trended regularly, therefore this complaint is being closed to trending.